Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit failed the servo I ventilator leak test. It was further reported that a hole was found in th evaqua expiratory tube. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The rt340 adult breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: method: the returned rt340 adult breathing circuit was pressure tested for leaks and visually inspected for damage. Results: the pressure test result was outside the required specification. Visual inspection revealed a hole in the evaqua expiratory tube of the returned breathing circuit, causing the reported leak. A lot check revealed no other complaints of this nature for lot number 110414. Conclusion: the sustained damage to the evaqua expiratory tube indicates that it was punctured or scratched with a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The subject rt340 adult breathing circuit would have met the required specification at the time of production. This suggests that the affected breathing circuit was punctured or scratched post production. The expiratory tube of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. The user instructions that accompany the rt340 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." "Set appropriate ventilator alarm." (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit failed the servo I ventilator leak test. It was further reported that a hole was found in the evaqua expiratory tube. This was noticed prior to patient use. No patient consequence was reported.